Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. However, the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had a missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed, and when she clears the alarm the device goes back into a rewind loop. The blood glucose reading was 175mg/dl. No further information was provided.